Event description:
While doing laparoscopic hysterectomy, half of claw of kidney grasper broke off into pt's pelvis. Body cavity was searched, but surgeon was unable to find broken piece. Multiple x-rays were then taken. Broken piece was found and removed with another kidney grasper.